Event description:
An unruptured 15 mm basilar trunk aneurysm was treated in 2004 with 1 microvention platinum coil, 1 target gdc platinum coil and 8 microvention hes coils. No procedural complications. Pt presented with headache, stiff neck and fever 2 days post-procedure. Pt treated with steroids and symptoms improved. The aneurysm ruptured 4 days post-procedure. Pt died 7 days post-procedure.